Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called back into philips, service personnel and informed that the central processing unit printed circuit board assembly (pcba) was replaced to resolve the reported issue of the dim display but now needs to re-enable the software options. The rse provided options codes, and the customer enabled avaps, cflex and ramp options successfully. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer already ordered the 2nd gen lcd, but did not know he needs to order additional parts. He has software 2.00. Provided him software 2.30 via file droplet and the list of parts to upgrade to a second-generation ui assembly. The investigation is ongoing.